Event description:
It was reported the patient had not had the stimulation increase with recharging since initial report. The patient was receiving effective therapy and had not had any other problems or issues with the device.

Event description:
It was reported that the event involved a patient and occurred during normal use. It was further reported that the patient tied to recharge the device over the weekend prior to the report and they felt that stimulation was increasing when the device was charging. It was noted that the patient turned down the stimulator and attempted to recharge again, but still felt like stimulation was increasing. The patient reportedly turned it down again and still felt like stimulation was increasing in strength. The patient reportedly turned down enough till they could not feel stimulation on. The patient then tried recharging again and was able to recharge to full without further negative experience. It was noted that no trouble shooting was done but a manufacturer representative would trouble shoot the problem sometime during the week of (B)(6) 2014. It was further noted that the issues was not resolved and the cause of the issues was not determined. The patient was reported as alive with no injury. Symptoms were noted as a sensation of increased stimulation when recharging. The locations of the symptoms were noted as device pocket, and legs and back. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).